Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the therapy capacitor requires replacement. There was no reported patient involvement.

Manufacturer narrative:
One therapy capacitor was returned for failure analysis. Manual shocks were successfully delivered using the therapy capacitor in question, but the measured capacitance value was found to be out of tolerance. The duration of service and the customer use model (frequent op checks) is likely to support that the expected life of the capacitor has been surpassed rather than non-conformity to specification. Philips cannot rule out a malfunction of the therapy capacitor at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.